Event description:
Customer reported blood backed up into the t-connector during an infusion of vancomycin. User reported there was a crack on the female luer. The t-connector was replaced without incident. There was no pt harm reported and no medical intervention was required. Although requested, no further pt info was available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.